Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low lead impedance and oversensing causing inhibition of pacing. The lead also had an increase in pacing threshold. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had low pacing impedance and an increase in threshold. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.